Event description:
Customer reported unexpected negative reactions with a patient sample tested 3 times on echo using capture-r ready screen (crrs) (3).

Manufacturer narrative:
The customer observed positive reactions when repeating the sample. A possible cause for the event was usage of balance strips that were already processed through the instrument. Currently the echo operator manual indicates the following: capture strips can be loaded and stored on the instrument, outside of the storage pouch, according to the time limitations printed in the relevant package inserts. It is the operator's responsibility to keep track of the on-board capture strip storage time. The instruments provide no alerts if the on-board storage time is exceeded and will not flag results generated from such strips. Customers were notified on 8/14/2008 to not reuse strips to test patient samples that have previously been used as balance strips on the instrument.